Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by abdominal pain. Eight days after the onset of peritonitis, the patient was hospitalized for the event for 5-6 days. The patient was treated with an unspecified intravenous (IV) antibiotic while hospitalized and vancomycin intraperitoneally (ip) (dose and frequency unknown) after discharge from the hospital for the peritonitis event. The cause of the peritonitis was reported by the patient to be unknown, however, the nurse reported the cause to be due to a breach in aseptic technique. On an unreported date, the patient recovered from the peritonitis event. On an unreported date, the patient was retrained in aseptic technique. Pd therapy was ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.